Event description:
Info rec'd via complaint form states that duoderm extra thin dressing forms a package like chewing gum, and when removed, it breaks into small parts making the product difficult to remove from wound. Therefore, it was necessary to use either to remove the device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of a pt being harmed as a result of this malfunction. It is also reported that the dressing was used for sacrum or heel wound erosion. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.